Manufacturer narrative:
This is for report only. Customer letter not requested. This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No product return. Device discarded at hospital.

Event description:
It was reported that the device was explanted at implant due to unknown reasons. The replacement product is unknown. No further details were provided. Information was learned through (B)(4) implant patient registry. The device will not be returned as it was discarded by the hospital.